Event description:
Director of IV team reported blood sprayed back from the connector when the syringe was disconnected after a blood draw. There was no patient or user harm reported and no medical intervention was required. Although requested, no additional patient or event details were provided.

Manufacturer narrative:
(B)(4). No product will be returned. Customer stated that the device was discarded. The customer's report of spray back when the syringe is disconnected from the connector after blood draw could not be confirmed.